Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they received medical treatment as a result of the site issue. Customer experienced painful and red itchy skin. Blood glucose was unknown during the time of event. Troubleshooting was performed. Customer was advised a replacement will be sent, product is expected to be returned for analysis.